Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-18700-49, the plastic lobster claws snapped, and the ar-18700-25 screw from the holding sleeve rusted through. This was discovered during use in a procedure. No patient affect reported. There was no additional information provided. Requested additional information 12/15/2021. On (B)(6) 2021, it was reported by a sales representative via email the plastic lobster claw wasn¿t clamping and was falling apart during use. The screw retention sleeve fall into two pieces. The case was on (B)(6) with dr. (B)(6) finger fracture. The case was completed using just an external fixation.